Event description:
Reference MDR #1219856-2010-00330 for the first event involving the same patient. It was reported that while in the cardiology/op the md connected the one way valve tight enough and created a vacuum. The md used a predilator. The md activated the hydro coating. The intra-aortic balloon (iab) was rotated clockwise to make the insertion easier. The insertion was not possible, as the membrane was unwrapping at the proximal site. There was reportedly "strong resistance met" and the md was unable to insert the iab into the patient. Another iab was prepped and used without incident.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.